Manufacturer narrative:
This is a known issue for which a report of correction has already been sent to FDA.

Event description:
It was reported that during device testing the ventilator displayed a high o2 inlet pressure alarm. There was no reported patient involvement.